Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the right front electrode (no oozing, puss, or bleeding). The patient also reported having a rash all over from the electrodes placed on her at the hospital. The patient reported being allergic to multiple things including sulfur, latex tape, most detergents, and makeup. The patient was prescribed hydrocortisone cream. Follow-up indicated that the patient's skin had been healing.